Event description:
It was reported that patient had presented with chest pain. The pain increased with palpation. Patient was then admitted for overnight cardiac testing. Cardiac condition was ruled out. Patient has had pain near the vagus nerve stimulation generator site only that is intermittent. Patient device was disabled. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was unsure of the cause of the patient's pain. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The x-ray were reviewed by the manufacturer. The lead was assessed for fracture and discontinuities on the visible portions of the lead however none were noted. The visible portions of the device seem to show no anomalies; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.